Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 24-apr-2024, it was reported that patient faced tape not sticking event on 21-apr-2024. No further information available.